Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) reported feeling a thump in his chest, followed by a 'buzzing noise' coming from the device. While attempting to interrogate the device, a message was displayed indicating a possible device malfunction had occurred.